Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable is broken at the distal idlers. The cable segment sticks out at wrist. The idler pulley spins freely and was not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the megasuturecut needle driver instrument broke. There was no missing or fallen pieces reported. The planned surgical procedure was completed and no pt harm, adverse outcome or injury was reported.